Event description:
Pt had previous portacath placement with tip of catheter noted to be in the superior vena cava. On chest x-ray it was noted that tip was now in right atrium. Pt followed up with surgeon. Referred to radiologist for catheter extraction. Admitted to same day surgery for successful fluoro-guided portacath tubing fragment retrieval.